Event description:
In the operating room, md was performing vaginal prep on patient prior to a c-section when the foley came out with the prep sponge and the balloon was noted to be deflated. The rn who inserted the foley and the rn who assisted noted that it was fully inflated at the start of procedure. New foley placed prior to cesarean.